Manufacturer narrative:
The results of the investigation concluded that the fluid ingress was observed throughout the shaft and into the handle. Additionally, the spiral loop no longer met specifications for deflected outer loop diameter, consistent with the fluid ingress. Actions to prevent reoccurrence have been implemented.

Event description:
Two hours into a pulmonary vein isolation procedure it was noted that blood was leaking from the handle of the catheter. The size of the spiral loop changed from 15 to 25 mm. The device was used to complete the procedure with no adverse consequences to the patient. Based on the analysis of the returned device, a leak was confirmed.